Event description:
The customer received this chair and the bars are welded unevenly at the joint where the seat sits in.

Manufacturer narrative:
Product was returned for evaluation. The underlying cause documented on the returns expanded evaluation report form is identified as: the complaint of chair and the bars are welded unevenly at the joint where the seat sits in was confirmed for uneven bars where the seat is due to the bent seat rails.